Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a training event, the crew noted that there was a burning odor coming from the device. It was also reported that their device would not recognize that paddles or electrodes were connected to their device. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a training event, the crew noted that there was a burning odor coming from the device. It was also reported that their device would not recognize that paddles or electrodes were connected to their device. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.